Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient was feeling a shocking pain that may be from the implant which had started about a week prior to the report. The patient feels it especially during physical therapy when she has more range of motion. The patient experienced a fall that may have been related to the shocking. The patient was redirected to their health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.